Event description:
It was reported that the patient underwent a fusion procedure from l4 to s1 using rhbmp-2/acs on (B)(6) 2011. Patient's post-operative period has been marked by tightness and discomfort in her back. It was reported that the patient continues to experience severe pain and burning in her lower back that radiates into her legs. She experiences a loss of sensation in her legs that causes her legs to collapse from under her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.